Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the manufacturing representative called to report that a hospitalized patient felt a shocking sensation on sunday at implant site during an MRI. Originally, a page went out to a different rep on sunday. Today, caller stated they saw the patient this morning. During the visit, they confirmed product with nursing staff, dropped off info for how to put the device into MRI mode, recommended x-ray to rule out possibility of abandoned product, and ensure both implants are in MRI mode. Agent suggested caller do an impedance check on both implants, evaluate x-ray results when they come in, and check patient records for any indication of abandoned lead products. When patient was pulled up in device registration, there were 2 batteries and 2 leads listed as "not in use" with no explant date. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had bilateral interstims and had an MRI with them both in MRI mode. When asked what steps were taken to resolve the issue of the shocking during MRI they stated that all impedances were check and all leads were within the normal limits.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The MRI tech said the spoke with rep yesterday who said that there was not much an rep could do prior to the MRI scan to ensure patient (pt) safety. Caller mentioned they had a report from the pt's hcp suggesting rep be present at next MRI appointment. Tss discussed potential sources of shocking sensation and discussed rep performing impedance check of system prior to MRI scan. Caller said the pt had shocking and lightning bolt sensations down their right leg and right hip which lasted about 5-10 minutes after the MRI scan had been discontinued. Caller claimed MRI took place on (B)(6) 2024 and was of the lumbar spine. MRI took place at medical university of south carolina. Pt was now scheduled for another MRI. Caller said pt continued using the ins devices and met with their hcp at a later date and confirmed devices were working as intended, but did advise a rep be present at future MRI appointments.